Event description:
It was reported that during surgery, reamer broke in half while reaming. There was no harm to the patient or staff. Nothing fell into the patient. As a result of the reamer breaking during the procedure, there was an approximate 2 minute procedural delay to the case. Smith & nephew back up was available and used to complete the case.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The flex shaft fractured at its midpoint and both pieces were returned. The shaft pieces were also bent in multiple locations. The device was manufactured in 2011 and exhibits signs of extensive wear/ usage. If sufficient offset bending or torsional forces are applied to the reamer shaft during use, that exceeds the strength of the material, a mechanical overload fracture can occur. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.